Manufacturer narrative:
Sientra complaint (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contractures baker, grade 3-4, left-side and bilateral late-forming seroma, left-side.

Manufacturer narrative:
Sientra complaint case (B)(4). Additional information: sientra was notified by the health care provider that during revision surgery, the same implant was explanted and then re-used in the same patient and the seroma was drained. Re-using the implant is against our instructions of usage and this is to inform the FDA of this procedure. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade 3-4 and bilateral late forming seroma, left-side.